Manufacturer narrative:
The product was returned for evaluation. Upon inspection, engineering confirmed that the trocar contained a septum tear, and it also did not meet the leak acceptance criteria. The most likely root cause of the sleeve leakage is associated with a damaged septum caused by instruments (usage of a sharp, angled, or abrasive instruments). Upon re-review of the complaint, it was noticed that the damaged septum had some material missing. Based on past complaints, customers have reported that similar septum tears have occurred after usage of a sharp, angled, or abrasive instruments. Therefore, the septum tear was most likely damaged through use of an instrument. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Left hemi colectomy - "gas leak from 12mm port when instrument was inserted." Type of intervention - n/a. Patient status unknown.